Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the petals from the pessary insertion tube were open and one of the petals was sharp and caused lacerations and bleeding upon insertion. She did not seek medical attention and has recovered.